Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the itu, the patient went into arrest. When the line was removed, they realized the patient had an air embolism. The clinician placed another line in the (B)(6) male patient's right internal jugular to withdraw the air, and correct CPR measures were taken. Medical intervention was required, as CPR was performed and the patient was ventilated. The air embolism was confirmed by an echo, and had contributed to the patient's demise. There had been no reported delay in treatment.